Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported e006 error could not be reproduced. The following causes have been identified to trigger a e006 error: 1. A tissue build-up on the electrode 2. Elevated contact resistances due to poorly or insufficiently placed contacts on the working element or the connection cable 3. Elevated contact resistances due to defective contacts on the working element or the connection cable. This may happen in particular if the instruments are not connected correctly and the generator is activated. A contact that was damaged in this way must not necessarily cause a failure immediately, but it may gradually degenerate and may trigger the error message described at a later stage. 4. The instrument is inside a gas bubble during activation. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the error e006 confirmed to occur. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an e006 error. The issue occurred during a therapeutic procedure that was completed with no delay with another similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.